Manufacturer narrative:
According to facility's staff, the patient was not injured nor was any medical intervention required due to this incident. The machine was not investigated as the clinical error was found and corrected by the customer with the assistance of the intensive care therapy specialist on call. This facility rec'd the training for the field action on 01/13/06.